Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider regarding a patient with an implanted pump (drug, dose, concentration were unknown). I the patient's medical history and concomitant medications were unknown. The patient's indication for use was also unknown. It was reported that the pump was originally implanted at an outside hospital six years ago. After the patient's recent pump refill at another facility, they became very lethargic. Since the pump battery was near the end of life, the patient was admitted for removal of the pump. It was reported that there was a device malfunction, the device "did not do what it was supposed to do." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)